Event description:
It was reported that the ilet issued occlusion alerts, including during meal deliveries, which the user initially cleared by resuming delivery rather than troubleshooting; the user was using a teflon infusion set with 23-inch tubing and was later advised to perform a full supply change, after which education on occlusion handling was provided. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, and the medical device problem was characterized as lack of effect due to occlusion alerts, with the specific device component not identified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.